Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report indicated no reason for the fiber return, however, it appears that the fiber was the second fiber used in a case requiring three fibers. Failure analysis disclosed that the fiber cap was charred and drilled through. The fiber cap condition would prevent proper fiber function; the cap condition would also result in a diffuse beam and/or a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performances of the fiber. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage. There was no report of injury as a result of this event.

Event description:
Fiber was returned by the customer with no information as to the reason for the product return. There was no report of injury reported with the product return. The manufacturer is filing this report based on analysis results of the returned device.